Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to retract the foot was not confirmed. The reported difficulty removing the device was not confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic proglide instructions for use (eifu) as possible adverse events of use of the device. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to retract the foot include, but not limited to; tissue or suture caught in the foot which likely led to the reported difficulty removing the device. The reported patient effects of hemorrhage and tissue damage are known risks of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from unknown to 3062142. D4 - primary UDI number: updated from (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture broke occurred during knot advancement for the first proglide device. The foot of the second proglide device did not close despite the lever being closed resulting in a tear in the artery and bleeding. The second device was simply removed from the anatomy. A third and fourth proglide devices used; however, the knot would not advance. Finally a fifth proglide device was attempted; however, the foot also did not close. The pre-close technique was abandoned and surgical intervention at the scarpa's triangle was required to remove the fifth device, to achieve hemostasis and repair the tear in the femoral artery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.